Manufacturer narrative:
Condition of return: the bed is in a very used condition. The bed ends are scuffed and 3 casters are missing. There was envelope in (B)(4) box containing a broken pin; the envelope contained a different (B)(4). Reason for return: "the dealer alleges the "thin silver button/material" sheared and broke in half, causing the head end of the bed to fall. The consumer allegedly sustained a fall from a 10 degree angle. The consumer alleges neck pain. No serious injury alleged at this time." The visual result analysis preformed on (B)(6) 2011, shows that the bed received had a non-invacare bed extender on the foot section. The drive shaft has multiple extra holes punched in it. The end tube on the head motor pull tube is a non-invacare part that had a bolt inserted through the hole and attached with a nut; it has the word "extension" written on it. The head motor pull tube has an extra hole punched (drilled) in the location where the snap button from the end tube would be inserted. It cannot be determined if the broken pin in the envelope is an invacare part. The functional result analysis preformed on (B)(6) 2011, shows that the bed was assembled with the parts returned and the head section raised to the full upright position and then lowered. The bed was able to be raised properly per design. The conclusion is that we are not able to determine the exact cause of the compliant. It appears the customer attempted to lengthen the bed by use of a non-invacare bed extender and the additional holes in the drive shaft. It appears the pull tube end tube was then not long enough. A non-invacare end tube was then utilized. Invacare does not recommend using non-invacare parts with the bed. There were no manufacturing defects found on the invacare parts.

Manufacturer narrative:
Consumer alleges they are going to see a doctor. Manufacture received photos of the alleged components which were reviewed by engineering. After review of the photos, there is a potential that non-invacare parts were used on the bed, or the head tube was improperly put together. Dealer has advised, they since have performed an unapproved modification to the device. There is no history to suggest a product problem. Manufacture is working to obtain product for inspection. MDR filed based on alleged medical intervention.

Event description:
The dealer alleges the "thin silver button/material" sheared and broke in half, causing the head end of the bed to fall. The consumer allegedly sustained a fall from a 10 degree angle. The consumer alleges neck pain. No serious injury alleged at this time.

Event description:
The dealer alleges the "thin silver button/material" sheared and broke in half, causing the head end of the bed to fall. The consumer allegedly sustained a fall from a 10 degree angle. The consumer alleges neck pain. No serious injury alleged at this time.